Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the patient became sick around 3:00 PM and had consistent symptoms throughout the day, including vomiting. The patient did not take any medications before going to the hospital. On (b)(6) 2026, at approximately 6:00 AM, patient was admitted to the hospital for DKA. During hospitalization, the CGM was reading around 350 mg/dL while BGM fingerstick values were around 290 mg/dL. The CGM readings were fluctuating and going up and down but didn't discussed the values. Treatment at the hospital included IV fluids, insulin, and Zofran for vomiting. The patient remained hospitalized from (b)(6) 2026 until Monday evening, (b)(6) 2026, for a stay of more than 24 hours. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis.